Manufacturer narrative:
Product complaint # (B)(4). Upon review of the additional information provided, this medwatch report # 2210968-2021-12589 is no longer reportable. The following additional information was received: procedure name and date?: unknown surgery, (B)(4) 2021. Was the needle piece removed from the patient during the same procedure? : after unpacking, the problem of pulling off suture needle had happened. Were there any adverse patient consequences?: no adverse effect on the patient. What tissue/location was suturing when pull off occurred? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name and date? Was the needle piece removed from the patient during the same procedure? Were there any adverse patient consequences? What tissue/location was suturing when pull off occurred? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the suture while sewing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.